Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.184" x 0.681" was found to be broken off. The broken piece was returned. Additionally, the instrument was found to have a broken molded insulator. The molded insulator was broken at the midpoint of the grip. The broken section measured approximately 0.039" x 0.121" and was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal bilateral hernia surgical procedure, the force bipolar instrument jaws were broken. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument distal tip was broken, and no fragment fell into the patient.